Event description:
It was reported the patient's device was not charging. It was noted the recharger had a broken connector. The recharger's broken cable assembly was repaired in (B) (6) 2009. The patient stated the therapy had never worked correctly since implanted. The patient stated she never had any benefit from the device. The patient had contacted the manufacturer several times for additional procedural information. The patient had not contacted the hcp for assistance and had not seen the hcp for 300 days. The patient stated she would contact the hcp to seek advice and possibly get the device explanted. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).